Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
When the machine rotaflow was in use, the clinician reported that there was a sudden alarm err or! Head, and then the doctor immediately restarted the machine. The failure was still the same. Then the hospital carried out, replaced another device, and replaced the failed machine. The clinician reported that there were no casualties after the machine malfunctioned. (B)(4).

Manufacturer narrative:
It was reported that during use a head error occured. The doctor mmediately restarted the machine. The failure was still the same. Then the hospital replaced the failed machine to another device. No indication of actual or potential harm was reported. As stated by the ssu (service and sales unit) in the communication grid from (B)(6)2020 the control board of the machine has been replaced (see service order form(B)(6)2020 attatched). Thus the reported failure could be confirmed. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The event occured during use and the device was directly involved in the incident. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The device history review (DHR) was perfomed on (B)(6)2020 and does not show any abnormality or issue that is related or can have led to the customer complaint. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaintnumber: (B)(4).